Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: during investigation, there was moisture found within the pump. The battery compartment was found to be cracked.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the up and down arrow buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.